Event description:
All right hip components revised about 8 years and 10 months after the primary surgery, due to loosening of the femoral stem, likely caused by an infection.

Manufacturer narrative:
Batch review performed on 31-mar-2023. Lot 133037: (B)(4) items manufactured and released on 13-sep-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department: revision 8 years and 10 months after primary operation, due to stem loosening. According to report the reason may be a late infection. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional items involved in the event, batch review performed on 31-mar-2023: liner: versafitcup cc trio 01.26.3239hct flat pe hc liner ø 32 / c (k120531) lot. 136289 lot 136289: (B)(4) items manufactured and released on 10-feb-2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Ball heads: cocr 01.25.021 cocr ball head 12/14 ø 32 size s -3.5 (k072857) lot. 124254 lot 124254: (B)(4) items manufactured and released on 04-dec-2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Stem: quadra-h 01.12.20sn cementless, ha coated std stem size 0, short neck (k082792) lot. 132362 lot 132362: (B)(4) items manufactured and released on 22-jul-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.